Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: customer reports that first eea firing anastomosis, surgeon noticed out of place staple anteriorly. Leak test failed. Surgeon had to redo-anastomosis. Leak test failed again. Surgeon over sewed staple line and diverted for an ileostomy. It resulted in prolonged hospital stay and wound infection. There was no blood loss. There was tissue damage and tissue loss with the redo of the anastomosis. Pt is still recovering. No information related to pt available. The device is not being returned, it was discarded by the customer.